Event description:
Per physician report: during embolization of cerebellar arteriovenous malformation, retained catheter fragment, extending from distal right superior cerebellar artery through basilar artery and into cervical left vertebral artery due to breakage of glue delivery catheter.